Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's insulin would "go bad" after being out in the heat and then walking into an air conditioned room. The customer's blood glucose (bg) level was impacted. The customer did not know if the cause of the impact to the bg level was due to the pump, supplies or the operator (customer). There were no alarms reported. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine the cause of the event.